Event description:
A report that the patient was experiencing worsening pain. The patient took pain medication. Additional information was received that the patient had charging issues and underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device will not be returned per hospital policy.

Event description:
A report that the patient was experiencing worsening pain. The patient took pain medication.